Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# serial # unknown explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was re ported that the patient during the trial was having a hard time sleeping at night and the trial leads came out. The patient further stated that day they did the interstim implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.